Event description:
According to the reporter: when gather the head with the circular stapler, the click sound was not made and then the head was not stuck. Apparently the device fired well but after 3 days the pt had a dehiscence of 80% of the staple line and underwent a re-operation.

Manufacturer narrative:
(B)(4)